Event description:
It was reported that: " dr. Reports that the balloon tube failed. The anaesthesiologist performed the test on the balloon prior to intubation and found that it was leaking."

Manufacturer narrative:
(B)(4). 1 actual sample was received in an open pouch for further evaluation. Visual inspection was conducted on the received sample and no abnormalities was observed. The cuff pressure of the actual returned sample was inflated to 25mbar by using calibrated endotest. Based on outcome of test conducted, it is observed that the clear cuff unable to inflate and maintain the pressure while the blue cuff of the tube is able to inflate. The sample was then sent for water leak test and further ob-served using dino-lite camera to further view the leakage of the clear cuff. The cut mark was ob-served on clear cuff which prevents the cuff from inflating. Based on our standard production method such cut mark would be detectable during the 100% leak test conducted during inspection and will be rejected immediately. The device history record for lot 40e23m1973 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. The exact root cause could not be determined at the manufacturing site. This is because the obvious defect of cuff leakage, which would be detected during functional testing, should have been identified during the 100% visual inspection and water leak test process during the manufacturing timeline. Based on investigation, the defect mode on balloon tube failed was matches with complainant report. The clear cuff could not inflate during inflation test and there are bubbles observed during water leak test due to cut mark on cuff. A 100% water leak test, along with visual inspections during inflation and deflation, was conducted during the manufacturing process in accordance with the standard production method. Any obvious defects as per returned sample that do not meet the quality assurance specification should have been detected and rejected, as they would fail all tests at the manufacturing site. Therefore, this defect could not be attributed to manufacturing issues. The event may have resulted from external force or excessive physical force exerted on it but the exact root cause remains undetermined.

Manufacturer narrative:
Qn#(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " dr. Reports that the balloon tube failed. The anaesthesiologist performed the test on the ballon prior to intubation and found that it was leaking."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: " dr. Reports that the balloon tube failed. The anaesthesiologist performed the test on the ballon prior to intubation and found that it was leaking."